Event description:
A male underwent aaa repair in 2008 with a known 5.9 cm abdominal aortic aneurysm. His anatomy was not felt to be appropriate for endovascular repair, however, his preoperative workup revealed a significant risk for open operative repair. Review of CT was done at that time, and it was felt the pt may have been a candidate for endovascular exclusion. The pt underwent right-sided pelvic angiogram with columnization of the right internal iliac artery the day before. Plan was for abg stent of abdominal aortic aneurysm. The pt underwent the above-mentioned procedure. Of note: it was a difficult procedure; however, it was performed to completion. Postoperatively, the pt went to sicu. There he did have monophasic dp and pt pulses. He was hyperkolemic. Initially he was extubated, however, he had increased shortness of breath and so in the recovery room, he was reintubated prior to being sent to the sicu. Over night he did become oliguric and went into acute renal failure. He also became tachycardic. He had multiple consults placed to cardiology and nephrology. Pt was started on crrt. The pt continued to have worsening pulmonary status as well as renal status. The patient's metabolic acidosis initially improved, however, began to worsen on postop day two. It was suspected the pt may have ischemic bowel, thus the physician was consulted for a flexible sigmoidoscopy. This did reveal grade ii-iii ischemia. The discussion was made with the patient's family at this time regarding his high risk for surgery, therefore, they were contemplating the options. At this point, the pt had multiple postoperative complications again including acute kidney injury, respiratory failure, a-fib with increased troponin I's, ischemic colitis and decreased hemoglobin despite transfusion. He continued to decompensate. He had a decreased blood pressure and heart rate and actually became unresponsive while still full code so code blue was called and pt underwent acls protocol. The pt recovered. The severity of the situation was discussed with the family in detail. The family at that time were all in agreement to dc the vent and the pressers and make the pt comfort care as an additional to dnr. Shortly thereafter, supportive care was stopped. The pt quickly expired at 9:27 am on four days after the original date.

Manufacturer narrative:
Investigation: each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. No product or images were received to assist in this investigation. An internal clinical review indicated that the event was due to user error. The appropriate individuals have been notified and we will continue to monitor for similar events.